Event description:
While using the same site to place a triple lumen catheter where the swan catheter was the end of the swan catheter broke off. Using x-ray the swan catheter tip was removed through removal vein.